Event description:
It was reported that a merlin.net transmission revealed the atrial lead exhibited noise. The patient would be scheduled for in clinic follow up for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.